Manufacturer narrative:
(B)(4). Date of death unknown. Event date: publication year of 2020. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that there were any ethicon device deficiencies that caused or contributed to the patient complications and/or the patient deaths? Would the author/surgeon be interested in speaking with ethicon medical and engineering team regarding this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: liver resections in children: tips, tricks and overcoming the initial learning curve. Authors: peters n., samujh r., malik m., yaddanapudi s., saxena a. Citation cite: pediatric blood and cancer. 2020 dec. Retrospectively evaluated the data of consecutive 9 patients who underwent plr over a period of 21/2 years (january 2017 to june 2019). All patients underwent ultrasound abdomen, triple phase cect abdomen and CT scan chest. Average age was 19 months. Parenchymal resection was carried out using harmonic scalpel (ethicon) and enseal (ethicon) in all cases. Reported complications included post-operative bile leak (n=1), one patient succumbed on table with suspected air embolism in conclusion plr is a technically challenging surgery. An exhaustive pre-operative work up, meticulous intraoperative steps and dynamic interaction with an anesthesiologists and radiologists and advanced energy sources aid in safe resections. Negative margins are achievable in most situations.

Manufacturer narrative:
(B)(4). Date sent: 12/7/2022. H1 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.